Event description:
It was reported that during a device change out due to normal eri, externalized conductors were observed via fluoroscopy. All electrical measurements were good and the lead remained implanted. There were no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.